Event description:
It was reported that four clinical info center (cic) screens unexpectedly went blank resulting in a loss of monitoring for 8 minutes affecting 60 beds. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.